Manufacturer narrative:
Occupation: health professional (hpro). If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there was redness on the patient¿s left foot similar to a burn caused by the saturation sensor.